Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software sleep mode function remained turned on for longer than the settings were set to. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.